Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The customer reported her blood glucose reached 252 mg/dl after wearing the pod for longer than 48 hours and that the cannula was out of her skin.